Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm. Translation of event description local language sent to the tms (summa linguae) by triage data surveillance noemi veres fluent in english on 20-jun-2024. Translation of event description local language done by tms (summa linguae) received by triage complaint evaluator marieta fluent in english on 21-jun-2024.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm. Translation of event description local language sent to the tms (summa linguae) by triage data surveillance noemi veres fluent in english on 20-jun-2024. Translation of event description local language done by tms (summa linguae) received by triage complaint evaluator (B)(6) fluent in english on 21-jun-2024.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. The damaged fibre bonding in the outer tube area (distal end) is likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.